Event description:
The customer alleged they received questionably high parathyroid hormone (pth) results for one patient. The customer stated the elevated pth results were not seen in the past with other assays, like siemens, where the samples produced normal results. The analyzer involved in this event was requested but not provided. This event occurred in (B)(6) 2013; however, the specific date of this event was requested but not provided. The patient's initial pth result was 2455 pg/ml. The sample was then tested using an ria assay and the result was 58 pg/ml. The customer then diluted the patient's sample using the roche elecsys method. The patient's sample was diluted 1:2 and the result was 1241 pg/ml. The sample was diluted 1:4 and the result was 632 pg/ml. The sample was diluted 1:8 and the result was 348 pg/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided.

Manufacturer narrative:
This complaint occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. Further investigation was not possible as no patient sample was available.

Manufacturer narrative:
Additional information has been provided by the customer. The patient interrupted the treatment with bevacizumab and the hair restorer. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed was requested but not provided. The patient's initial result was not reported outside the laboratory.